Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates pump is to be used with individuals (B)(6) of age and greater, patient is (B)(6).

Event description:
It was reported that there were air bubbles coming from the cartridge and present throughout tubing. Reportedly, customer did not remove air prior to filling the cartridge. Customer had elevated blood glucose levels reaching 500 mg/dl and large ketones present. Customer deliver a manual injection to stabilize blood glucose levels.